Manufacturer narrative:
H10: the device was evaluated on site by a qualified baxter service technician. The ultrafiltration (uf) measuring unit was observed to be leaking with fluid. The uf cell was broken due to corrosion. To resolve the issue, the qualified technician replaced the uf cell. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review of the last 24 months did not find any similar or related events. A review of the previous event of defective leaking uf measuring units of ak96 of the last 24 months was reviewed and 17 complaints reporting uf measuring unit leaking were found. None of them were associated with a deviation of the patient ultrafiltration. The cause of the event was due to a part failure. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
B4/f8: date of this report in MDR follow up #2 is being corrected from blank to 06/24/2021.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, an excessive ultrafiltration occurred. The patient's weight before treatment started was (B)(6) and the after treatment weight was (B)(6). The programmed ultrafiltration hourly rate was set at 0.5 liter and the actual total treatment time was reported as 4 hours. The machine did not generate an alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information added to h6: method code b14 was removed and method code b11 was added to capture service and event history review. Should additional relevant information become available, a supplemental report will be submitted.